Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lv lead was explanted due to phrenic nerve stimulation. Patient was fine post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.